Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic after receiving a patient notification alert for high, out of range, hv lead impedance. Yearly impedance trend showed that the impedance had steadily increased. Intermittent capture threshold was also noted. Programming changes were made. Physician opted not to revise the lead and will address the lead when the generator is replaced.